Manufacturer narrative:
Complaint investigation found that the patient lived an active lifestyle and did not comply with the surgeon's direction after the operation. The IFU states: "patient must avoid lifting more than 5lbs with the operated arm after surgery." It was reported that both of the elbow joints received a load over 60 kgf (132.28 lbf), which is over 26x the recommended 5lb load. The activity level of patient and non compliance are concluded to be factors in the implant failure.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, for an unknown reason. The condyle kit was removed and replaced. Further, patient was again revised on (B)(6) 2012 due to a periprosthetic humeral fracture. All components were removed and replaced with a competitor's products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01036-2, 01038-2 & 02605).